Event description:
As reported to rex medical via (B)(4) product experience report form: the doctor needed to used advanced filter retrieval techniques because the filter had tilted and the apex of the filter was embedded to the ivc wall. After 7 total hours of trying to retrieve the filter the doctor went femoral with another sheath to try and assist with the filter removal and once it was apex was removed from the ivc wall. The filter was snared by the body and while it was being pulled up into the sheath one of the filter legs broke off. The filter leg was retrieved and no harm was done to the patient.

Manufacturer narrative:
Complaint f/u: examination of returned product (once it arrives); review of trend analysis; request for case images, films, videos, etc. Complaint sample evaluation: complaint sample was not returned for evaluation as of this report filing. Retain device evaluation: no device retain evaluation was performed. Root cause: a definitive root cause for this product complaint was determined to be tilting of the filter and subsequent overgrowth of the filter apex leading to the difficult retrieval and ultimately, the fracture of the filter leg during retrieval. This product complaint is considered an isolated incident. This investigation will remain open pending arrival of the complaint product for evaluation. Rex medical will continue to monitor future complaints for instances of this nature.